Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the hepatectomy procedure, the blade cover got burnt and disengaged from the device while in use. A new device was used to continue. There was no patient harm. Nothing fell into the patient cavity.

Manufacturer narrative:
One e1455 was received for evaluation. Inspection found the blue insulation was scratched. The ptfe insulator had disengaged and was returned with the electrode. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulation to disengage. The electrode may have been cleaned with an abrasive material. This cleaning method would contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions for use state the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded. No trend has been identified.

Event description:
The customer reported that during the hepatectomy procedure, the blade cover got burnt and disengaged from the device while in use. A new device was used to continue. There was no patient harm. Nothing fell into the patient cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.